Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the procedure was completed as planned by restarting the system. The field service engineer (fse) visited system onsite and confirmed that the system was shut down unexpectedly. The review of system log files confirmed that the system lost power and shutdown. Upon troubleshooting by the fse, it was believed that the shutdown occurred because a user had accidentally pressed one of the emergency stop buttons. To resolve the issue, the fse reassembled the electrical panel of the room, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system as planned by restarting the system. Since the issue is not an urgent problem, allows for the system to be utilized. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The health code was corrected.

Event description:
It was reported to philips that the system unexpectedly shut down. The user had to manually reset it to restore normal operation. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.